Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had received one appropriate shock however, the physician was concerned that it took 60 seconds to deliver therapy. Technical services informed that the rhythm most likely started prior to the event storage. There was some undersensing due to variation in the intrinsic amplitudes. The physicians plan is to replace the s-ICD system with a transvenous device. At this time, the device remains in service. No additional adverse patient effects were reported.